Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the patient was connected to the mechanical ventilation machine, a ventilator leak was noted and the alarm went off. The clinicians checked that the patient wasn't intubated and then the respirator was changed three times. The nurses discovered that the valve on the closed suction system was not working. When the closed suction system was removed, the ventilator system cycled normally. There were no reported injuries. Additional information has been requested but not yet received.

Manufacturer narrative:
The device history record for the reported lot number, m5089t503, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).